Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, patient was revised to address failed left total hip replacement due to metallosis, articular surface wear, and corrosion. It was indicated that the patient has elevated metal lines and signs of corrosion and wear of articular surface of previously placed metal-on-metal hip replacement. Operative findings stated failed left total hip replacement metal-on-metal construct due to both trunnionosis and metallosis. There was no significant osteolysis in the acetabular shell and femoral stem was well fixated with no mechanical compromise of the locking mechanism or trunnion. This was despite some element of trunnionosis and some back site corrosion and metallosis. There was no pseudotumor: the procedure incorporated synovectomy of the joint, removal of the femoral and acetabular bearing surface component, and revision of both these components. Doi: (B)(6) 2009 - dor: (B)(6) 2019 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.